Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 425 mg/dl. Customer was treated with manual injection for high blood glucose. Customer also reported other blood glucose 254 mg/dl. Customer was declined to troubleshoot the high blood glucose. Customer also reports that cannula was bent. The insulin pump will not be returned for analysis.